Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrointestinal perforation repair, the needle and thread of the sutures were easily detached and easily unraveled. The thread was prone to breakage. Another suture was used to resolve the issue in order to complete the case. This resulted to increased patient discomfort.